Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no data for thirty minutes causing the sensor never to come back occurred. Data was evaluated and the allegation was not confirmed for transmitter ID (B)(4). The probable cause could not be determined as the allegation was not found. In addition, signal loss was found in connection to the reported allegation for transmitter ID (B)(4). The probable cause of the signal loss was determine to be the transmitter and app not being able to establish a connection. The reported event of no data for thirty minutes causing the sensor never to come back is reportable based on the finding of signal loss. No injury or medical intervention was reported.